Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25501. It was reported a patient's pacemaker and atrial lead presented with noise. This occurred after radiotherapy and no changes were made. There were no patient consequences.